Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 1/8/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: how many devices demonstrated the alleged deficiency? One. When the needle popped off the suture, another suture was open and that one worked as expected. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unspecified procedure, the sutures were detaching from the needle. No patient consequences were noted, and the device is not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Corrected information: b1, h1 - based on additional information received, there is only one device involved. Therefore, this medwatch report is being voided.